Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. The mesh was removed (B)(6) 2012 for unspecified reasons. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Corrected information: narrative - it was reported that a patient underwent a umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. The patient experienced severe discomfort. The patient underwent a second procedure in (B)(6) 2012 for removal of the mesh. The patient was found to have severe bowel adhesions to the mesh. (B)(4).